Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the small intestinal videoscope had foreign body in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to fields d9, h6, and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in sif-h290 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in sif-h290 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.